Event description:
Health professional reported a right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of capsular contracture received on december 10, 2020 with lot number 1108432. Analysis of the returned device identified: creases fold and opening curved. Leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional later confirmed capsular contracture baker grade iii.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15-oct-2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Health professional reported a right side capsular contracture, baker grade unknown. Device has been explanted.